Manufacturer narrative:
The exports were returned for clinical analysis. The analysis concluded that the most probable cause of the deviations is likely a waterbed effect. Given that the surgeon operated on the patient's right side, it's possible that the surgeon leaned on or applied pressure to that side, potentially leading to lateral deviation of the right screws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. B01, c19, d14 are for the system checkout. The exports were returned for clinical analysis. The analysis is still in progress. B21, c21, d16 is applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system was attached to the bed and registered. L5 was drilled, but while drilling l4 the patient jumped. The site went down with the drill again and the patient jumped again. The surgeon took lateral x-rays and the trajectories were accurate. The surgeon then took ap images and saw the trajectory was 2cm lateral. It was noted that l5 was inaccurate as well. The site removed everything, re-registered, went down with the knife handle, and took ap images, but the accuracy was still lateral after green registration. The site aborted use of the guidance system, and brought in a navigation system to complete the procedure. There was no patient harm and the procedure was delayed less than one hour.